Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted to link a medication barcode in the enterprise server, but scanning did not register. A technical support specialist (tss) reviewed the situation and noted that it was unusual for other users with the same permissions to successfully scan barcodes in the web application while this user was unable to do so. The tss did not identify any clear reason for the issue and advised that identifying any error or pop-up message during scanning would be helpful for further investigation, concluding that the issue appeared to be isolated and received no response. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server to link a medication barcode, the customer was unable to scan barcodes. No information appeared on the screen despite trying multiple scanners and computers. The scanner emitted a beep, but nothing displayed on the screen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.